Manufacturer narrative:
The pump was returned to animas. Evaluation demonstrated that the pump was operating within required specifications and delivered insulin accurately.

Event description:
It was reported that the pt experienced low blood glucose levels.